Event description:
.

Manufacturer narrative:
(B)(4). Additional information: how much blood did the patient loose? Unknown. Was a blood transfusion required? No. Or did patient require any other medical intervention? Yes, doctor should do manual surgery to close the tissue. How is the patient? The patient has get back to home, no complication/complaint reported. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hemorrhoidectomy procedure, when firing, the staples could not "exit" from the device. The handle trigger "cannot push until full", the tissue was cut but was not closed. Bleeding occurred. The tissue was closed with suture/manual surgery. Additional information has been requested, with respect quantity of blood loss and intervention required. A supplemental report will be sent upon receipt of additional information.